Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: no parts have been received by the manufacturer for evaluation. Eval code method 4114 is associated with this statement eval code result 3221 is associated with this statement eval code conclusion 4315 is associated with this statement. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that when touching the skull base (after the ent surgeon had completed their work to allow the health care professional (hcp) to continue), the software showed them to be on the tumor. The hcp described it as "showing to be deeper" but could not provide an approximate amount for the inaccuracy. Troubleshooting involved re-verifying the straight suction but it re-verified without issue. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
Software logs were received and evaluated by the medtronic sw analysis team. Analysis found that the registration had a 1.1 mm metric near the place of interest, and the entire anatomy was in the yellow zone which was under a 2 mm metric, but no information relevant to the cause of the inaccuracy was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that registration was 1.1mm inaccurate near the place of interest, and under 2mm inaccurate in the entire anatomy.